Event description:
It was reported during a coil embolization procedure, that the stent was moved over the guidewire and put in position. The stent deployed at its intended location in the carotid ophthalmic artery. The physician attempted to remove the guidewire which "snared" on the stent. He was unable to remove the guidewire and left it in situ, tying it off at the groin. The case was abandoned. The patient went to surgery and "most" of the guidewire was removed into carotid bulb, ten centimeters remains in the patient. The patient was reported to be stable. Note: this is the second of two devices. Please reference manufacturer report # 2939204-2008-00720 for other report.

Manufacturer narrative:
Explant date is unknown.